Event description:
It was reported to baxter that a colleague infusion pump with failure code 804:26. It is unknown when, or in which care area, this condition occurred. This condition has the potential to interrupt delivery. It was not known if there was patient involvement; however, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with diagnostic failure code 804:26 was confirmed by baxter service personnel. It was not indicated whether or not the condition was duplicated. The root cause of this condition was determined to be a software error. No repairs were needed to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.